Event description:
The customer reported that the device jaws became impossible to open while on tissue midway through the procedure. The tissue surrounding the jaws was resected in order to remove the device. The surgeon opened another device to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.